Event description:
Caller states the pt tested 3.0 inr on the coaguchek xs system and 1.8 inr, 1.9 inr, or 2.2 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however, customer no longer has the test system; replacement was sent.